Event description:
A user facility's biomedical technician (bmt) reported that a fresenius combiset bloodline leaked one hour after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately. There were no issues noted during priming and no loose connections. There were no changes in pressure or blood flow rate during treatment. The leak originated from the venous chamber. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient serious injury or medical intervention required due to this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.